Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia (cpg) monitor would not display temperatures or pressures. All 8's were displayed in the temperature columns and dashes were displayed in the pressure columns. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the monitor. The fsr replaced the temperature pressure printed circuit (pc) board, which did not resolve the problem. The fsr replaced the central processing unit (cpu) board, which resolved the reported issue. Semi annual preventative maintenance (pm / inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part will be returned to the manufacturer for further evaluation.